Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was used by the patient from (B)(6) 2017 (66 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Based on video material provided by the clinic, it could be observed that the blood pump appeared to fill incompletely, but emptied completely. In the case of a membrane defect, the reverse phenomenon would have occurred. No defects could be detected during initial visual examination of the returned pump. Functional testing revealed that the blood pump yielded its required pump performance. Additionally, the movement of the membrane and the valves were functioned as design. For further evaluation of the membranes, the pump was disassembled and tested for leakages. No defects of the blood pump were detected. The cause of the reported reduced performance of the blood pump cannot be determined.

Event description:
Berlin heart (B)(4) was informed by the (B)(6) institute in (B)(6) that a reduced pump function was observed in an excor blood pump of a patient supported in the lvad configuration. Upon review of the video material provided to the manufacturer, berlin heart clinical affairs personnel recommended an immediate exchange of the affected pump. The affected pump was exchanged in the clinic by trained personnel without complications. The patient was not negatively affected by this incident.